Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter read inaccurately high. The patient said she obtained a result of 249 mg/dl on her meter and 184 mg/dl on the hospital meter performed within 10 minutes of each other. The patient said she has had a lot of hypoglycemic symptoms for a month. She says that her symptoms are excessive sweating, faintness, and trembling. She thinks that the symptoms were due to the meter reading inaccurately high. The patient takes insulin based on a sliding scale. At 8 am, she takes 6 units of novorapid if she gets readings around 80mg/dl, 7 units if she gets around 100 mg/dl, 8 units for readings between 100 mg/dl and 160 mg/dl and 9 units if she gets more than 160 mg/dl. She does the same thing at noon. At 7pm, she takes 8 units of novorapid if she gets readings between 80 and 120 mg/dl, 9 units for readings between 120 and 160 mg/dl, 10 units for readings between 160 and 200 mg/dl, and 11 units if she gets more than 200 mg/dl. She also takes 22 to 26 units of lantus at the end of the day. She adjusts her evening dose of lantus depending on if she feels like she was high or low during the day. She gave an example of a reading of 50 mg/dl when she had a hypoglycemic event. She is now in the hospital (unclear if she is hospitalized) to find out why she had so many hypoglycemic events. The patient usually tests her blood sugar three times per day to coordinate her doses. It was determined during the troubleshooting telephone call, the patient's testing technique was correct and the patient cleaned the puncture area correctly. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the patient alleged the readings on her meter had been inaccurately high, adjusted her insulin based on the readings, and subsequently suffered symptoms indicative of hypoglycemia.